Event description:
Customer reported an issue with the pm 9000 express monitor, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's gas tubing and receptacle. Unit was safety tested to factory's specifications.